Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of discomfort/painful, itching, swelling, and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. Precautions ¿ patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. Adverse events per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Postmarket surveillance juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery."

Event description:
Patient reported they were injected with juvéderm voluma® xc in an unspecified location and 2 syringes of juvéderm volbella® xc in the lips. Approximately "twelve weeks out," patient experienced "discomfort, itching, and swelling on the lips." Patient was treated with keflex and eventually switched to prednisone; nine days later, patient was treated with 2 vials of hylenex. Two days later, the patient "awoke to find the lip extremely swollen, red and it was very painful." All symptoms were located in the upper and lower lips. Patient was treated with 2 more rounds of hylenex which mildly improved the symptoms. Patient was also taking zyrtec and singulair with "zero benefit." Patient was concomitantly taking prozac at the time of injection. Further follow up with the healthcare professional revealed all injection locations for juvéderm volbella® xc were specified to be in the upper and lower lips. Redness and visible and palpable nodules also occurred on the same date as the ¿discomfort, itching, and swelling.¿ earliest treatments were corrected to reflect zyrtec and prednisone. Two days after the first round of hylenex, patient was given keflex and singulair. Five days later, patient was taken off of keflex and zyrtec and started on cefzil. It was noted patient felt pain during the hylenex injections. A third round of hylenex was given 4 days after the second round was given. Symptoms have ¿not completely resolved.¿ nodules still remain and are visible with lip pursing. This is the same event and the same patient reported under MDR ID #3005113652-2017-00119 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm voluma® xc, also a device manufactured by allergan.